Event description:
It was reported that a clearlink system continu-flo solution set had significant volume (90ml) left in unspecified (approximately 500ml) bag. The issue was noticed during chemotherapy administration via sigma pump with a rate of 41.7ml/hour. The device contained 200mg cytarabine in 1000ml normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the issue occurred during an unspecified date of february 2026. Should additional relevant information become available, a supplemental report will be submitted.